Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 330 mg/dl. The infusion set was changed, and customer reverted to using an alternate pump for insulin therapy. Pump system check was performed with tandem technical support and an air bubble was observed in the tubing. Customer changed out the infusion set and adjusted the pump basal rate/correction factor to address bg.